Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of introducing the reload device in a gastric bypass, the blue membrane broke and was hooked on the reload. Instrument began leaking co2. Surgeon replaced the device to resolve the issue. No patient injury.